Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 320 mg/dl. The customer took a correction bolus via the pump. Reportedly, the elevated bg level was due to the customer entering 1:110 instead of 1:11 for the carbohydrate ratio setting. Tandem technical support guided the customer through updating to the correct setting.